Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengageed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
12/03/1997-supplemental report #1 submitted to FDA.